Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR. The investigation by merge healthcare showed that the value is off by approximately a factor of 20. This should be easily recognized by the user because of the drastic difference between the value and the visual (qualitative) appearance of the image. The defect was introduced into the radsuite v8.30.7.8 release. (B)(6) was the first and only customer to receive the v8.30.7.8 release that contained the defect. A fix has been applied at (B)(6) to correct the calculation error.

Event description:
Radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. A customer filed a complaint (case (B)(4)) against radsuite stating that the pixel value tool's body weight and ideal body weight values are off in radsuite compared to the scanner. The customer contact stated that the radiologist's use this information to determine if the tumor is malignant or benign and needs it to be accurate.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers. Note that FDA terminated this recall on february 13, 2017.